Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found one haptic torn. There was evidence of residue on the lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, and the lens ejected upside down. The lens was removed during the same surgery, to be re-inserted and the lens tore. There was no patient injury and the backup lens was implanted.